Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error during normal use. The parent did not recall the blood glucose reading. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no up and down button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.